Manufacturer narrative:
Blistering and irritation most likely due to know risk of allergy or sensitivity. Severity unconfirmed as no patient contact is possible, however, likely that this was a short term incident with recovery. Otherwise it is likely that the patient would initiate more dialog.

Event description:
When product (ten20 conductive paste) had been applied to the patient's skin for some eeg testing, the patient experienced skin irritation and blistering.